Manufacturer narrative:
The meter and test strips were requested for investigation. The meter was returned; the test strips were not returned. The meter was tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient in a rehabilitation hospital tested with either coaguchek xs professional meter serial number (B)(4) or serial number (B)(4) and the recombiplastin laboratory method. The result from the laboratory at 12:31 p.m. Was 1.5 inr. The result from the meter at 3:59 p.m. Was 2.0 inr. The patient's therapeutic range was not provided, however, it was stated all results from the meter were "within range." No changes were made to the patient's warfarin dose